Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel was observed on a remote transmission. The asymptomatic patient presented to the clinic, and the recommended programming changes were made. Patient will continue to be monitored remotely.